Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up, the mainframe had lost settings, does not see the list of comments, descriptions that can be selected and errors appear. Troubleshooting performed by turning on and off but issue was not resolved. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the device found that the reported issue was confirmed. Form1, root element was missing and error appears when trying to use on-screen keyboard. The "form1, root element was missing" error in windows 7 typically occurs due to corruption or misconfiguration in an xml-based settings file or an issue with a windows forms application due to defective m sata board. Also there was a hair between touchscreen and display. H3: previously applied codes of fdm b17, fdr c20 and fdc d16 are not longer applicable. Previously applied additional code of img g02030 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.